Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inappropriate therapy. A new endotak of the same model was implanted.